Manufacturer narrative:
Device evaluation by MFR: the device was received with the stent partially deployed from the delivery system. The stent could not be deployed due to a complete break in the outer shaft of the device and solidified media inside the delivery system. A visual and tactile inspection identified a complete break of the outer shaft located approximately 35mm distal of the main valve. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination identified no issues with the tip of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16-mar-2021. It was reported that deployment failure occurred. The 80-90% stenosed target lesion with no significant bend was located in the mildly tortuous and moderately calcified left carotid artery. Following pre-dilatation, a 8.0-21 carotid monorail stent was advanced for treatment. However, the stent could not deploy despite several attempts. The device was removed from the patient and the procedure was completed with another carotid monorail stent. No complications were reported and the patient status was stable. However, returned device analysis revealed partial deployment and shaft break.